Event description:
It is reported, foreign matter- white particulate, loose, towards luer (3). No patient harm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.